Manufacturer narrative:
Analysis confirmed the reset. The reset was induced due to excessive hv charging. The root cause was due to an anomalous component within the hybrid. Device function was normal during ate testing and all test specifications were met.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient was in the hospital for a procedure in the cath lab and while the patient was on the table, the patient had an arrhythmia; multiple shocks were delivered. External defib was used to convert the arrhythmia. Reviewed egms showed appropriate sensing and hv delivery. It was later found that the device went into bvvi due to the low battery voltage.